Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (cannot run incoming testing) was confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to defective u600 and q600 components on the ca board. The root cause for the defective components could not be positively identified. No adverse events resulted from the defective monitor. Device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot run incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse events resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported the monitor was unable to pass incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot run incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported the monitor was unable to pass incoming functional testing.